Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 20 mg/dl. The emergency medical service was called and the customer was taken to the hospital. The emergency medical service treated customer with sugar and water to bring blood glucose up and it was 70 mg/dl. Customer's wife took off the pump while in the hospital and on the last day they put pump back on. Customer was in the hospital for 5 days and released. Customer is concerned that when the threshold suspend is doing its job but that it will not stay in suspend and will resume basal rates.